Event description:
It was reported that sometime post a port placement in the right chest wall via the right subclavian vein, it was found that the catheter allegedly had a torn hole. It was further reported that there was allegedly some resistance found when withdrawing blood, a negative air sound when withdrawing the catheter, and an alleged leakage from the wall of the saline injection tube. Furthermore, the port allegedly had issue in infusion and it was allegedly difficult to be removed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photo shows components such as one guidewire hoop, one catheter, one tunneler, one syringe, one vein pick and one non-coring needle present in a sealed package. The photo is not clear enough to note the reported hole and leak issues. Therefore, the investigation is inconclusive for reported material puncture, leak, suction issue, difficult to flush and difficult to remove issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime port a placement in the right chest wall via subclavian vein, the catheter allegedly had a torn hole. It was further reported that there was some resistance when withdrawing blood, a negative air sound when withdrawing the catheter, and leakage from the wall of the saline injection tube. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.